Event description:
Procedure type: esophagectomy. According to the reporter: the orvil anvil could not be connected to the eea instrument. The tissue was resected to remove the orvil anvil and the anvil that was shipped with the eea instrument was inserted to continue the procedure. Surgery time was extended by more than thirty minutes due to purstring and additional suturing after the anastomosis. After the procedure to test the product, the orvil anvil was connected to the eea instrument properly and test fired, however, it was reported that the anvil did not tilt. The patient is in well current condition.